Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was observed requiring a post-implant balloon aortic valvuloplasty (bav). The implant depth was approximately 2-4 mm on the non- coronary cusp (ncc) and 4-6 mm on the left coronary cusp (lcc). During the inflation of the 22 mm balloon and rapid pacing an escape beat occurred dislodging the valve and balloon out of the annulus to an area above the sinotubular junction (stj). A snare was used to secure the valve while a second valve was deployed successfully at a depth of 4-6 mm on the ncc and 6-8 mm on the lcc. No further adverse patient effects were reported.